Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board found out of specification. Analysis confirmed the reported broken case. Battery drawer broken, battery release and battery flex contaminated, ring cover and two side bail covers broken, ring bent and two side bails missing.

Event description:
The external pulse generator was returned to the manufacturer for repair due to a broken case, analyzed and tested out of specification. No patient involvement or complications were reported.